Manufacturer narrative:
The device was received not deployed. The downloaded data shows that the device completed first prime earlier than expected. The data shows that enough pulses ran to complete second prime before deactivating. The downloaded data shows no timeouts or drive stalls. However, rotational sensor error was present in the data. The device was reset and successfully reran with another pdm. The rerun data showed that it replicated the rotational sensor malfunction. No timeouts or drive stalls were present in the rerun data. The needle mechanism was reset to its not deployed state and functioned as intended through manual advancement of the ratchet gear. The commutator cap was inspected and discovered contamination. The contamination observed on the commutator cap caused the priming sequences to complete earlier than expected, which in turn caused the needle to not deploy.

Event description:
It was reported by the patient that the cannula did not deploy or insert as intended during activation. The pink slide was not forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.